Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the manufacturing site. The dates and programming present in the history did not correlate with the customer's reported settings and event information.

Event description:
Report received of an overdelivery. The customer contact states that the device was programmed to deliver an unspecified concentration of demerol in the pca only mode, with a 20mg pca dose, a 15 minute patient lockout, and a 200mg 4 hour limit. Reportedly, the device delivered a requested pca dose as programmed, then delivered a requested pca dose in 8 minutes. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.